Event description:
Customer reported being hospitalized due to high bg/dka. The cause of hospitalization (as per md) was unknown. Pump passed 3 unit fixed prime and high pressure test. Instructed to change set and monitor closely and call as needed.